Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed on the rv lead following elective generator replacement. Diagnostic imaging revealed externalized conductors. Patient will be monitored. Patient was stable before, during and after the event.